Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated by analysts. Running the pump in user mode and performing a pressure test induced no errors. No fault was found with the returned pump. The downstream sensor will be replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated by analysts. Running the pump in user mode and performing a pressure test induced no errors. No fault was found with the returned pump. The downstream sensor will be replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a patient receiving remodulin via a smiths medical cadd-legacy 6400 pump was hospitalized for a pump malfunction. It was reported that a high-pressure error occurred with two different cassettes. The central line was then checked for patency with no occlusion or air. The patient was noted to be off their medication for two hours and was sent to the hospital with no further reported adverse effects.